Manufacturer narrative:
Input from the physician following this patient indicates that there was no allegation or indication of any nalu system or component failure or malfunction. Infection did not develop until more than 8 months after implant and the physician indicated that the infection was related to other underlying health issues and not the nalu device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. A full system explant was performed on (B)(6) 2024. Per the physician, the patient was doing well with the nalu system, however other extenuating health conditions led to an infection and required removal of the system. Physician reported that antibiotics were given prior to explant in attempt to eliminate the infection but were not successful.